Event description:
It was reported that the patient¿s knee and foot were swollen on ¿sunday night.¿ at the time of the report, the patient was at the hospital and her health care provider (hcp) suspected that she had a blood clot. It was noted that the patient was on heparin. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown and the event was not attributed to any devices. It was noted that the patient outcome was no injury.